Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap scope diagnosis - "trocar leaked air when they put it in." Patient status - n/a.

Manufacturer narrative:
Investigation summary: the event product was returned for evaluation. Engineering performed visual inspection and found no signs of damage. A leak test was performed on the returned unit and the unit performed as intended and met all current specifications. The customer's experience could not be replicated by engineering. During the manufacturing process, all trocars are thoroughly inspected for functionality and performance prior to packaging. Although the root cause of the experience could not be determined, applied medical continuously seeks to improve the form, function and ease of use of its products and will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Additional information received via email from distributor on april 13, 2016: the air leak was "a rapid leakage." After the air leak, "visualization wasn't lost completely but the abdomen wasn't properly insufflated (when obturator was taken out -air was just rapidly lost through trocar-leakage stopped when lense was put in)". Additional information received via email from distributor on april 20, 2016: the leaking was noticed "after trocar was inserted in the patient-the co2 was connected to the stop cock and when the stop cock was opened to let co2 in- the leakage occured immediately." A "30° lense" was used in conjunction with the trocar. When the leaking occured, "no instrument was used with the trocar".